Event description:
It was reported to boston scientific corporation on december 2, 2008 that an autotome rx sphincterotome was used during a procedure in 2008. According to the complainant, "the physician rotated the handle of the material and the catheter got twisted, and it did not get back to the original positon." The procedure was completed with another autotome rx sphincterotome. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
Although the user facility has indicated that the suspect device will be returned, it has not yet been received for evaluation, and the analysis has not been completed; the cause of the reported malfunction has not been determined.